Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The long and diffused target lesion was located in the highly calcified left anterior descending artery. A 2.50mmx15mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated 3 times at 12 atmospheres. However, when the device was removed, a shaft separation was noted. The separated portion of the device was removed from the patient's body along with the guide catheter and guidewire. The procedure was completed with no additional devices used. No patient complications were reported and the patient's status was excellent.